Event description:
It was reported that pump experienced malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, confirmed that malfunction did not recur, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.